Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_cath, lot # unknown, implanted: (B)(6) 2009, product type catheter. (B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 microgr/ml at 250 microg/die via an implantable pump for and unknown indication for use. It was reported that there were strange symptoms in an itb patient. It was further reported that the patient experienced symptoms of overtone and hypotonus. It was reported that the hcp did a dye study on the catheter and at first they had some difficulty in catheter aspiration as no fluid was aspirated and then the fluid could be aspirated normally. It was reported that the catheter was ¿ok¿, but the hcp suspected that the catheter ¿can be affected of transients kinking¿ based on the patient position. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted that they plan a catheter replacement and that the revision will be planned soon. At the time of the report it was noted that the issue was not resolved and the patient status is alive ¿ no injury. It was reported that the catheter model and lot number were unknown as well as the pump model and serial number were unknown. It was also reported that the date of implant was unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.